Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The approximate age of device: 2 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that low flow alarms were observed. Technical services reviewed the submitted log files, and low flow alarms were confirmed. It was reported that this patient had a gortex graft placed over the outflow graft during the implant and the low flows were due to a compression issue. An outflow graft twist was seen proximal outflow graft under the bend relief. A stent was placed with improvement of flows. On (B)(6) 2019, it was reported that lvad readings stable with no further low flows. No additional information was provided.

Event description:
Additional information was received indicating the patient remains hospitalized. The lvad functioning as intended with no further low flows reported. The patient experienced renal dysfunction. No additional information was provided.

Manufacturer narrative:
The report of an outflow graft twist could not be confirmed. The account reported that the patient presented with constant low flow alarms. The reported alarms were confirmed on the submitted set of log files. The patient was taken to the catheterization lab. During implant, the patient had a gortex graft placed over the outflow graft and the account thought that the low flows could possibly be due to a compression issue. This was confirmed, and an outflow graft stent was placed. Flows improved temporarily. An outflow graft twist was seen proximal outflow graft under the bend relief. A stent was placed with improvement of flows. According to the account, the patient remains in hospital, vad readings are stable, and the patient has no further low flows. The account submitted a log file for review. The system controller event log file contains data from 02mar2019 at 22:24:48 through (B)(6) 2019 at 7:43:15. Multiple low flow events were captured throughout the entirety of the log file. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Many of the events lasted over 10 seconds, and low flow alarms was flagged. The pump appeared to function as intended. A corrective action has been implemented to address the hm3 outflow graft twist. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.